Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient received inappropriate shocks due to lead noise. The tachycardia therapy was turned off and a lead revision is anticipated. The patient was stable. Further information was requested but not received.

Event description:
New information was received indicating the lead was capped and replaced on (B)(6) 2018. The patient was stable following the procedure.